Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of high out of range pacing impedance and high capture thresholds. Technical services (ts) recommended device troubleshooting. This ICD remains in-service at this time and the investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of high out of range pacing impedance and high capture thresholds. Technical services (ts) recommended device troubleshooting. This ICD remains in-service at this time and the investigation will be updated when further information becomes available. No adverse patient effects were reported.